Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery.

Event description:
This was reported based on literature review. A 66-year-old male presented with left limb weakness and numbness, and imaging revealed infarction in the right internal watershed area. The occlusion was located in the right internal carotid artery (ica) extending from the c1 to the lacerum segment. The first-stage balloon angioplasty was performed 27 days after imaging-confirmed occlusion, resulting in two dissections: a type b at the c2 segment and a type d at the c3¿c4 segment which was noted to be attributed to the use of an abbott guidewire. After a 56-day interval, the second-stage procedure involved stenting with an abbott xact 9¿7×40 mm stent and an enterprise 4.5×28 mm stent to cover the dissection. Abbott guidewires used included the hi-torque pilot-50, command, and command es, which were essential for navigating the occlusion and achieving successful recanalization. At 22-month follow-up, the ica remained patent with no adverse events, and the patient had a modified rankin scale (mrs) score of 0. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the hi-torque command 18 guide wire for pta instructions for use as a potential adverse event associated with use of the device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.